Event description:
It was reported that a vns patient had both generator and lead explanted due to infection. Further information from the medical professional confirmed the patient's infection. At this time, the anatomical location of the infection or if cultures were taken is still unknown. Physician indicated implantation was a probable cause.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.